Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 1200 mg/dl. Troubleshooting was performed. The programming, basal rates, bolus history, and date/time were correct. The alarm history revealed several auto off alarms. Ran a self test and passed successfully. The customer stated that she has been on steroids and that is more than likely the cause of high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.